Manufacturer narrative:
Lot number and manufacture date not available on the date of filing. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the screw thread of the large passive fighter was stripped and the product could not be fixed tightly. Another large passive fighter was used. There was no patient present.

Manufacturer narrative:
The instrument was returned to the manufacturer for analysis. Analysis found the tracker was missing the attachment screw. Otherwise, with markers attached and fully seated, the tracker returned a good geometry error. Analysis found that the reported event was related to a mechanical issue. If information is provided in the future, a supplemental report will be issued.